Event description:
It was reported that the patient was experiencing numbness in the legs. The patient underwent a revision procedure wherein the trial leads were pulled. The explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc231650e0; model: sc-2316-50e; serial: (B)(4); batch: (B)(4).